Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4196 implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient indicated falling down during some light work, and later complained of feeling 'distress.' The left ventricular (lv) lead was found to exhibit a loss of capture. Additionally, the right ventricular (rv) lead exhibited high thresholds since implant. The lv lead was capped and replaced, and the pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.